Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with unspecified oversensing on the right atrial lead. No intervention was performed. Patient status was not known.

Event description:
New information received noted that the patient presented remotely via merlin.net. Transmission revealed that the right atrial lead exhibited t-wave oversensing.

Manufacturer narrative:
Further information was requested but not received.